Manufacturer narrative:
The returned sample was visually inspected and deemed conforming. Priming and actuation testing were performed and deemed conforming. Cut testing was performed and deemed conforming. A review of the related device history record associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no other complaints for the reported issue. The complaint evaluation does not confirm the probe cutter was not able to actuate and cut. The probe functional performance testing met specification. The root cause of why the customer thought the probe did not actuate cannot be determined from this evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that a probe did not actuate during the procedure. The probe was stuck and was inoperative. The aspirating conditions are unknown. The surgery was completed after replacing the product with another one. There is no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.